Event description:
It was reported that during routine check the cs100 intra- aortic balloon pump (iabp) displayed the message " electrical test fail #50" on its screen. There was no patient involvement, and no adverse event was reported

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse tried to replace the motor control board and works normally by swapping with another one. The fse provided a quote to replace the motor control board. The repairs are still ongoing. A supplemental report will be submitted upon completion of our investigation. The full name of the event site address was shortened due to field character limit; the full name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected that alarm occurred. It was experimented by replacing motor control board and by switching with another machine. Biomedical engineering of hospital repaired the machine already. The machine working normal. The iabp was then released for cleared for clinical service.